Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was filled on (B)(6) 2015 and the refill was noneventful and everything seemed to be fine. They had removed very close to what was expected. However, the patient's mother reported that the patient woke on (B)(6) 2015 with some tremor on the affected side and when the patient tried to move he was "tremulous." The patient reportedly was in the emergency room (ER). The health care provider (hcp) was told the patient's "vitals are fine" and he was stable other than the tremors. The logs were checked and there was no issue noted. The patient had been given valium in the ER but no changes were yet seen. It was further reported that a catheter dye study was being performed to confirm the catheter patency. This device system delivered gablofen. Additional information was requested to clarify event details, resolution and current patient status. Should additional information be received a supplemental report will be filed.